Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, customer reported an unspecified charging issue. Reportedly, the issue resolved and customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.